Manufacturer narrative:
Integra has completed their internal investigation on 10/30/2015. The investigation included: methods: review of device history review of complaints history results: a review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. Conclusion: the clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
It was reported that the physician was using the product during a case and it was found that 2 out of 5 of the duraseals had gelled inside the package; suspect overheated in package. There was no patient contact but the patient was prepped for surgery. There was no patient injury. Additional information was requested.